Event description:
It is reported that a customer issues with the keypad on their insulin pump. The patient's blood glucose level was at 176 mg/dl. The customer stated that they discovered the block future was activates on the insulin pump and did not know. The customer was assisted with releasing the block feature on the pump. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.